Manufacturer narrative:
A ge service representative performed an on site investigation. The sram memory was replaced during the service call.

Event description:
The customer reported that the 9600 system would not boot up. No patient injury was reported.